Manufacturer narrative:
The device history record for lot 30052402 was reviewed and the product was produced according to product specifications. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of 08 jun 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to 3006646024-2021-00010 for the second report. It was reported that a few days after insertion, the gastrostomy was no longer in the patient's stomach. The internal flange had migrated into the subcutaneous tissue. The patient was taken back to the operating room for a laparotomy to remove the kit.